Event description:
The customer reported that the reservoir plunger would not draw back to fill with air. The customer's blood glucose was 73 mg/dl, which, according to the customer was due to them being active. They declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.